Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the urine output measurement in the sensica device was inaccurate on current hour of around 100ml for patient on lasix. The sensica device measured around 200ml when the correct amount was close to 300ml in the meter bag.

Manufacturer narrative:
The reported issue was confirmed design related. The identified root causes is ¿software issues¿ as it was confirmed that due to certain software steps being interrupted, that uo was not being reported or calculated correctly. Furthermore, multiple contributing factors were identified for the uo accuracy issue under evaluation: ¿ambiguous IFU¿, ¿ungraceful shutdown,¿ ¿not following IFU,¿ ¿power issues,¿ ¿software anomaly assessment,¿ ¿product acquisition evaluation and integration," and ¿ICU layout¿. However, all the contributing factors are correlated to the disrupting software operations particularly with relation to the power supply and ungraceful shutdowns. It was a combination of the ungraceful shutdowns that forced the software issues to be identified with increasing precedence. These issues were previously thought to be a lower risk level, but the current complaints show that this assessment was inaccurate. The device did not meet specifications, and was influenced by the reported failure. The device was in use on a patient. The device was not returned for evaluation. Labeling review is not required because labeling could not have prevented this issue. Correction: g. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the urine output measurement in the sensica device was inaccurate on current hour of around 100ml for patient on lasix. The sensica device measured around 200ml when the correct amount was close to 300ml in the meter bag. Per additional information received from r and d on 14june2022, the sensica was measuring urine output correctly until the most recent 7:00 to 8:00pm timestamp. A meter bag was being used and the patient was on lasix. During the current hour with the inaccuracy, the nurse removed the bag to empty it and said a large amount of urine did come through after the bag was rehung and the system stabilized. Tech believed the urine output was not captured while the system stabilized. Tech followed up again later in the night, and the unit was operating correctly. The inaccuracy only occurred after emptying and reattaching the bag.